Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve broken inside the hub. It was initially reported by the customer that during the operation, catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported deflection issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 15-aug-2025, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve broken inside the hub. These findings were reviewed and assessed the issue as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed the hemostatic valve broken inside the hub. No additional damages were observed. Microscopical inspection revealed the hemostatic valve broken, no damages in the silicon ring were observed. There was a video provided by the customer were the device is being deflected and one of the curves was not deflecting completely; however, it cannot be determined if the deflection knob was being completely activated. During the physical product evaluation, a deflection test was performed, and the device was deflecting within specifications. No deflection issues were observed on any of the curves. A device history record was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer could not be replicated during the product investigation. The broken hemostatic valve is not related to the issue reported by the customer. The potential cause of the hemostatic valve broken could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the broken hemostatic valve identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported deflection issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).